Event description:
The micropuncture wire tip fragmented leaving behind a small remnant in the wall of the left femoral vein. The fracture was identified at the time, but tip was not able to be retrieved.